Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to bacteremia and cied system/pocket infection. The patient was prone to infection, with this being the third infected device the patient had. Spectranetics lld ez lead locking devices (lld ezs were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and alternating between the rv and ra leads due to heavy scarring, the rv helix was freed from the heart wall, but scarring prevented further movement. Working on the ra lead, slow advancement was achieved to the superior vena cava (svc); however, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. An approximate 1 cm svc perforation was discovered (MDR ##3007284006-2024-00171), and an innominate perforation occurred during the sternotomy. Patches and sutures were used to repair the perforations. During the rescue, the patient was in and out of ventricular tachycardia (vt)/ventricular fibrillation (vf), requiring defibrillation to convert. At that time, the decision was made to abandon the leads. No attempts were made to unlock the lld ezs from the leads, so the ra lead/lld ez (MDR #3007284006-2024-00172), the rv lead/lld ez (MDR #3007284006-2024-00173) were cut and capped and remained in the patient. The patient was placed on ECMO and sent to the ICU. However, on (B)(6) 2024, the day after the procedure, the patient died. This report captures the lld ez within the lv lead which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unknown. A4): patient weight unknown. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown d4/h4): the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3): a portion of the device was discarded and a portion remained in the patient, thus no product investigation was performed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.